Manufacturer narrative:
It was reported from the site the patient had a new stroke during the hospitalization on (B)(6) 2017 and it was stated it was a hemorrhagic cardiovascular accident (hcva). It also stated that the surgeon discussed with the patient a course of action and that the patient declined any intervention, medications and further therapy. It was further stated from the site that the event was not pump related. No additional information available. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidies are known possible contributors to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Death and multisystem organ failure are known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. Neurological dysfunction is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Pump remains implanted.

Event description:
It was reported from the site that the patient was admitted to the hospital during the last week with renal and liver failure. The patient also shows a stroke event that had no consequences. After discussion with the responsible surgeon and the family, the patient decided that he wants no further therapy. The hospital stopped the anticoagulation and the medication treatment and switched to palliative care. In consequences, the patient died on tuesday morning. It was stated that the family and hospital wants no autopsy. No additional information available.